Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation and for the newly identified malfunction, it was due to damage on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed no video image, interference stripes were present, and the charge coupled device ccd unit may be damaged. The issue was found during inspection for use. There were no reports of patient involvement.